Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, had posterior capsular rupture. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated that, cause of the event was mentioned as unsterile during surgery and which is a user error. There was no serious patient injury was reported.

Manufacturer narrative:
Additional information provided in b.2., b.5., and h.10. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated that, the lens was loaded before the implant and pcr (posterior capsular rupture) observed during I/a procedure. So, the lens was unable to implant and got unsterile.